Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). The patient had mesh removal surgeries on (B)(6) 2009 and (B)(6) 2010 due to erosion and pain.

Event description:
It was reported that a patient underwent a surgical procedure to treat pelvic organ prolapse and stress urinary incontinence on (B)(6) 2009 and an ams elevate system with interpro lite and pelvic floor repair mesh were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. The patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.